Event description:
Patient reported a left side capsular contracture baker grade iii/IV. Healthcare professional and patient both reported a procedure was done to correct the capsular contracture, but the patient reports that their symptoms still persist. Healthcare professional later confirmed left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Clarification to h6 health effect - impact code: f1905 was submitted in the initial medwatch, but it has since been confirmed that the device in this record remains implanted at this time. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: b5, b6, b7, d6b, h6, h11.

Event description:
Patient reported, a left side capsular contracture, baker grade iii/IV. Healthcare provider reported, a left side capsular contracture, baker grade unknown. And that, the patient was explanted by a different doctor. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.